Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported on behalf of her daughter that upon removal of an unspecified number of tampons, the pledget fell apart into pieces. She did not seek medical attention and did not experience any adverse health effects.